Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of contamination found under all button contacts.

Event description:
The distributor contacted animas on (B)(6) 2012 alleging the ok keypad button was unresponsive. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation of unresponsive keypad buttons unresolved with troubleshooting.